Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the imaging system pendant did not perform the correct functions when attempting to adjust the field of view during (fov) a case. It was reported that when the fov buttons were pressed on the pendant, the system began lift shift and it adjusted annotations on the anatomy. No further information available.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi70002000, serial/lot #: unknown   h3) a manufacturing representative (rep) went to the site to test the imaging system. The rep put the system in 3d mode and pressed softkeyleft1, the system went into ls mode, the rep pressed the button again and it came out of lift and shift (ls) mode; then pressed the + field of view button and the system went into ls, and back out when the rep pressed that button again. The rep pressed the softkeyleft1 button and the system performed as expected; same with the + fov button. The rep then checked all the other buttons; they all performed as expected. The rep checked the serial connection within the pendant, swapped to the secondary position, and wasn¿t able to recreate the issue. The rep then went to reload the software and found n/a as the installed version of firmware. The rep reloaded the firmware and restarted the system. The rep tested the system and unable to recreate the issue. Codes: b01, c19, d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.